Manufacturer narrative:
This report is being supplemented to provide additional information based on customers cleaning, disinfection, and sterilization (cds) checklist . Please refer below for the following information provided. Below are information on customers cds checklist: no patient infection. Test reports provided to olympus (provided in the initial report ). Cleaning, disinfection, and sterilization (cds)= paa_cds machine wassenburg aer/ewd reprocessor: tested. Model name: wassenburg. Detergent name: endo mish. Disinfectant name: endo mish paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : anios. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: scope clean tec care. Scope not sterilized manual disinfection ¿ no response. Disinfectant used: scope storage: typhoon. Scope maintenance- noted ¿we don¿t know¿. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the charged coupled device cover lens was scratched and the biopsy channel showed wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for > 100 colony forming units (cfus) of unspecified aerobic micro-organisms. During the second sampling, the scope tested positive for > 100 cfus of aerobic micro-organisms with a specified present of enterobacteria¿s. All channels were tested. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Prior to the device being sent for evaluation, it was sent to an independent laboratory for confirmation culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable micro-organisms. These results obtained were confirming to the target level defined in the instruction. As of this report, the customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this process has been requested. Olympus is currently awaiting product return to begin the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.